Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was evaluated and found to have no damage or anything broken, so the original complaint issue was not able to be confirmed. The evaluation did find that the front right side front bracket spacer and cap screw were missing. The following fields were updated accordingly.

Event description:
Frame is broken where the camber tube is put on the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Frame is broken where the camber tube is put on the chair.